Event description:
Physician reported a suspicion of rupture of the left side device. Device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a suspicion of rupture of the left side device. Device remains implanted.